Event description:
Mckinley medical (the manufacturer) has filed this report after becoming aware of a reportable event with an ambulatory infusion system. A customer reported that the occlusion alarm on an electromechanical ambulatory infusion pump did not function during a non-delivery event. The patient's port was occluded and did not accept the infusion which was one week in duration. The pump was tested by the user-facility and it was determined that the pump infused properly, but the occlusion alarm was inoperable. There was no injury associated with this event.